Event description:
Customer called reporting her insulin pump has alarmed motor error twice in the last two days. She also stated she has had battery issues where they last only one to two days. There is also a crack on the device. There has been two unexpected power downs. Customer also reported unexplained no delivery alarms. Customer stated that sometimes it would alarm low battery, but other times it would not, before it powers off. He stated that the battery life currently has been lasting up to two weeks now, but previously it was less than seven days explained to customer that the average battery life is about a week. Customer stated that he may have bumped the device, but is not sure. No delivery alarm and its causes were explained to customer. Trouble shooting was declined because he already changed the infusion set. He also stated the device alarmed motor err during basal. Customer's blood glucose level was 214 mg/dl. He was advised that the device needs to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.